Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion tests. Unit was received stuck in motor error alarm loop during bolus /basal delivery. The e70 error alarm was confirmed in the error history file. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. Drive support disk was inspected and no anomaly was noted. Unit had scratched display window.

Event description:
The customer called to report multiple motor error alarms during normal use. Troubleshooting was performed, and found that the drive support cap was slightly uneven. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.